Event description:
A malfunction was reported, indicated by a malfunction code without any notable events occurring prior. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in resetting the pump, after which the malfunction did not recur, and the customer was instructed to continue using the pump and reach out if the issue arises again.